Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, kidney infection and gerd. Previously administered products included for an unreported indication: tramadol. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014. Surgical pathology report: uterus with cervix (111 grams), bilateral fallopian tubes, resection: cervix with no evidence of neoplasia. Early proliferative endometrium. Small leiomyoma. Uterine serosa with no diagnostic abnormality. Bilateral fallopian tubes no evidence of neoplasia. Bilateral fallopian tubes with luminal coiled metallic contraceptive device. No evidence of malignancy. Essure insertion detail: the essure device was introduced into the hysteroscope, and the essure device was deployed into the right ostium as per manufacturer's instructions. The essure was noted not to be entirely within the fallopian tube, and the essure device was removed under direct visualization. A second essure device was introduced and deployed without issues. There were 4 coils noted outside of the right ostium. Attention was then brought to the left ostium, and the essure device was introduced and deployed into the left ostium in the same manner. There were 3 coils noted outside of the left ostium. The procedure was then terminated. The cervix was hemostatic and the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Magnetic resonance imaging spinal - on (B)(6) 2016: degenerative disc disease at c5-6 with moderate left lateral recess narrowing, which may affect the exiting left c6 nerve root. Mild to moderate canal and right lateral recess narrowing also noted at this level.. Diagnostic results: hsg test. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, anxiety, abdominal pain, pelvic pain and vaginal hemorrhage". Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: medical record received. Essure lot number was added. Reporter, medical history and lab test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, kidney infection and gerd. Previously administered products included for an unreported indication: tramadol. In october 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 01oct2014. Surgical pathology report: uterus with cervix (111 grams), bilateral fallopian tubes, resection: cervix with no evidence of neoplasia. Early proliferative endometrium. Small leiomyoma. Uterine serosa with no diagnostic abnormality. Bilateral fallopian tubes no evidence of neoplasia. Bilateral fallopian tubes with luminal coiled metallic contraceptive device. No evidence of malignancy. Essure insertion detail: the essure device was introduced into the hysteroscope, and the essure device was deployed into the right ostium as per manufacturer's instructions. The essure was noted not to be entirely within the fallopian tube, and the essure device was removed under direct visualization. A second essure device was introduced and deployed without issues. There were 4 coils noted outside of the right ostium. Attention was then brought to the left ostium, and the essure device was introduced and deployed into the left ostium in the same manner. There were 3 coils noted outside of the left ostium. The procedure was then terminated. The cervix was hemostatic and the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Magnetic resonance imaging spinal - on (B)(6) 2016: degenerative disc disease at c5-6 with moderate left lateral recess narrowing, which may affect the exiting left c6 nerve root. Mild to moderate canal and right lateral recess narrowing also noted at this level.. Diagnostic results: hsg test. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, anxiety, abdominal pain, pelvic pain and vaginal hemorrhage". Batch no. - c91770 production date - 2014-08-05 expiration date - 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol. In (B)(6)2013, the patient had essure inserted. On (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of the essure on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received : events - abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia were added. Event onset date and outcome were updated. Reporters were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with rerrioval of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression and pelvic pain to be related to essure. Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.